Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical nephrectomy, the device¿s seal was damaged while preparing it to insert trocar to establish the surgical approach. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; trocar, cannula and circular seal appeared intact. The obturator was received inserted into the cannula; prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing: the port failed an air leak test. The obturator was inserted and removed from the cannula cleanly. Pmv performed functional testing: the port passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.